Event description:
It was reported that the patient presented to the hospital after a patient alert was triggered. It was also reported that the right ventricular [rv] lead trend showed a continuous increase in impedance and the impedance was now measuring high. The device was reprogrammed to alert at a higher measurement and the rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.